Event description:
It was reported by service report that the customer alleged that the footend would not raise. There was no patient involvement or adverse consequences.

Manufacturer narrative:
The customer alleged that the jack would not pump up. The technician could not find a defect with the stretcher.

Event description:
It was reported by service report that the footend would not raise. There was no patient involvement or adverse consequences.